Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ post lumbar laminectomy syndrome. It was reported that the patient was having a hard time charging his implant because ins moved around in his body. It was reported that when he tried charging his ins if he moved then the connection disconnected. Patient mentioned that the patient had been diagnosed with scoliosis and was potentially needing an MRI so was considering having the implant removed. It was reviewed that patient might be full body MRI compatible and tried walking caller through MRI mode during call but the patient's programmer would not power on and the caller had no aaa batteries. It was reported that patient had fallen but always to his knees and patient hasn't hit his implant. No further complications were reported/anticipated.